Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Currently, the aneurysm measures 8.5 cm in diameter. It was reported that valiant stent graft had migrated proximally due to aneurysm expansion. A distal type I endoleak was also noted. The physician decided to intervene and implant a valiant stent graft which sealed the aneurysm, resolving the event. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).